Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen. Upon interrogation, right ventricular (rv) lead exhibited low sensing and high capture threshold. Rv lead was extracted via laser extraction on (B)(6) 2018 and a new lead was implanted. Patient was stable during and after the procedure.

Manufacturer narrative:
Analysis narrative: a complete lead was returned in three pieces. The reported events of unacceptable thresholds and undersensing were not confirmed. Analysis was normal, no anomalies were found. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Correction: it was noted incorrectly that the device was not returned in the previous report. This report notes that the device was returned and the analysis was pending during the initial report.